Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. The reporter alleged that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/12/2015 with the following findings: a review of the pump¿s black box data revealed multiple battery alarms. The battery compartment was cracked. The returned battery cap was able to secure onto the pump. There was moisture inside the battery compartment and on the underside of the battery cap. The electrical current draws measured within specifications. The leak test failed due to a battery compartment crack. The pump was opened and additional moisture was observed on the inside of the pump. Unrelated to the initial complaint, the display screen was dim and discolored.